Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed calibration error. Customer does not recall any significant events leading to the error. Customer's blood glucose was 140 mg/dl to 200 mg/dl at the time of incident and then was 37 mg/dl later in the day. Troubleshooting was done for calibration and was found that the pump may be calibrating too frequently. Customer was advised to wait until blood glucose is stable before calibrating. The customer was advised that the sensors would be replaced and to return the product for analysis.